Manufacturer narrative:
(B)(4). The device will not be sent back to baxter for an evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The batch review information provided in the follow-up medwatch report is in accurate. A batch review could not be performed since the lot number is unknown.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The facility representative contacted baxter to report an infusor that was filled by baxter pharmacy services (B)(4). A no flow occurred after filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.